Event description:
Unable to deflate foley bulb ever after cutting end of foley. Foley would not come out. Physician tried to deflate bulb by entering vaginally and put needle through bladder wall to deflate bulb without success. Bladder wall was penetrated because blood appeared in urine draining from catheter. Needle biopsy attempted with ultrasound probe.